Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated repeated alert code 38 events indicating consecutive stalled motor despite the user changing supplies and restarting the device, and a replacement device was arranged. Symptoms included none, and blood glucose reportedly remained unaffected without hypoglycemia or hyperglycemia. Outcomes included temporary interruption of automated insulin delivery and the user planning to consult their endocrinologist for interim therapy. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.